Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred for (B)(4). Data was evaluated and the allegation was confirmed for transmitter (B)(4). The probable cause was determined to be a failed transmitter error. In addition, transmitter failed error was found for transmitter (B)(4). The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.